Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 367 mg/dl and high ketones. Customer was treated with intravenous saline and insulin, anti-nausea medication, and potassium. Reportedly, the pump battery depleted quickly, and the pump shutdown due to the pump battery not initiating charging when plugged into a power source. At the time of the report with tandem technical support the customer was still admitted to the ICU. Customer reverted to manual injections for insulin therapy.